Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the evaluation. The unit was returned for failure analysis and the reported failures (errors 32097 and 31226) were confirmed. The unit was tested on an in-house system and passed normal mode. The system did not trigger error 32097 or 31226 on the clock spring, parallelogram, or the rolling loop but they were confirmed via error logs/system logs. The clock spring, parallelogram, and the rolling loop failed as the fiber power readings were trending down. The unit went through more testing on a fixture test platform (pftp) and passed all tests performed. The clock spring, parallelogram, and the rolling loop assemblies will be replaced as a fix to the reported problem.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the usm 4 to resolve the error issue. The system was tested and verified as ready for use. Isi has received the usm 4 involved with this complaint; however, the evaluation is not completed yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error 32097 on usm4 axes controller, motor (acm) node related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the system encountered repeated non-recoverable errors on usm4. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the system encountered a repeated error 32097 on the universal surgical manipulator 4 (usm4). The customer performed a hard power cycle on the patient side cart (psc) after the completion of the procedure, and the error was resolved. The customer called back and stated that the usm 4 faulted on hard reset. The customer tried another hard reset. An intuitive surgical, inc. (Isi) technical support engineer (tse) informed the customer that the issue could return. The procedure was completed with no reports of patient injury. Isi followed up with the initial reporter and the reporter was unable to provide additional information.